Event description:
Info received indicates the head section will not rise up.

Manufacturer narrative:
The technician found the CPR release valve was allowing fluid to bypass the plunger seat. The technician replaced the CPR release valve to repair the bed.